Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclose device after a diagnostic procedure. The physician noted that as he was moving the thumb advancer, the device pulled free; the vessel locator wings had collapsed. The pt was not harmed or injured as a result of this event. Hemostasis was achieved by manual compression. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.